Event description:
Reportedly, on (B)(6) 2026, the clinical engineer reviewed the remote monitoring data of a patient implanted with a gali 4lv sonr crt-d 2844 (s/n: (B)(6)) and identified an egm waveform that appeared to show noise. The episode was isolated and spontaneously resolved approximately six seconds later, without leading to any inappropriate device therapy. However, the hospital requested the manufacturer¿s assessment of the observed episode.

Manufacturer narrative:
The crtd device gali 4lv sonr crt-d 2844, sn: (B)(6) was implanted on (B)(6) 2025 with a rv lead invicta 1cr 58, sn: (B)(6) positioned at the apex, and a ra and a lv leads. Review of the patient files provided dated 01 march 2026 led to the following observations: since (B)(6) 2025, ventricular autosensing histograms showed sensing near the borderline zone (0,4mv) during vf and vt, which could indicate potential sensing issues at ventricular level. Since (B)(6) 2026, rv lead impedance and rv coil continuity measurements were slightly fluctuating within normal range. Several episodes recorded in the device memory showed ventricular noise oversensing, (no inappropriate therapy delivered). See the episode below: based on forehead information, the origin of the ventricular oversensing could not be determined with certainty, it is most probably myopotentials and/or diaphragm contractions. Reprogramming may be required to improve discrimination of these oversensing episodes to reduce the likelihood of resulting in inappropriate therapy. Ventricular sensibility could be increased to 0,6mv. Careful monitoring of this phenomenon should be performed upon each follow-up. In vf zone, persistence could be increased from 6 to 20 cycles. Reprogramming remains physician¿s responsibility. The risk of delivering inappropriate therapy should be weighed against the risk of not delivering appropriate therapy. Based on available data, no issue is suspected on the subject crtd and rv lead. However, careful monitoring of this phenomenon should be performed upon each follow-up. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 2026-03-13, the clinical engineer reviewed the remote monitoring data of a patient implanted with a gali 4lv sonr crt-d 2844 (s/n: (B)(6)) and identified an egm waveform that appeared to show noise. The episode was isolated and spontaneously resolved approximately six seconds later, without leading to any inappropriate device therapy. However, the hospital requested the manufacturer¿s assessment of the observed episode.